Event description:
It was reported that during generator upgrade and a failure to remove lead from header was noted on pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to remove rv lead from the header was not confirmed. The device was received with the header broken apart, consistent with the modification that was reported from the field. Electrical, longevity, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.